Manufacturer narrative:
Film evaluation results are: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant images were not available for review. It is possible that disease progression with neck dilatation and angulation may have contributed. The cause of the small proximal type I endoleak seen after intervention with an aortic cuff and endoanchors could not be determined. Images during and post-intervention were not provided. It is possible that implanting into the angulated and conical neck may have contributed. The reported chronic type ii endoleak also likely contributed to the aaa expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician was satisfied with the outcome of the procedure but it was unknown if the issue had fully resolved. No additional sequelae were reported and the patient is being monitored.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately, three years post index procedure a CT revealed an increase in aneurysm expansion and an angiogram revealed the patient had a proximal type I endoleak. The endurant ii stent graft had a loss of seal and the proximal graft stent graft fabric was positioned 8 mm below the lowest renal artery. The physician elected to implant an endurant aortic cuff and positioned the device at the level of the lowest renal artery. The physician then elected to secure the aortic cuff using aptus endoanchors. The procedure was completed with a small proximal type I endoleak still present. Per the physician, the cause of the loss of proximal seal was due to disease progression at the proximal aortic neck. The cause of the type I endoleak, after the aortic cuff and endoanchors were implanted, was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.